Event description:
It was reported that the device had the alerts of possible high output circuit damage and high voltage lead impedance exceeded the upper limit. The lead impedance vectors indicated possible lead issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.